Manufacturer narrative:
(B)(4). The complaint mr290 autofeed humidification chamber was returned to fisher & paykel healthcare (f&p) (B)(4) for investigation where it was visually inspected and tested. The base thickness of the chamber was measured. Results: the base thickness of the returned chamber was outside of specification. Conclusion: we are unable to determine what may have caused the leakage. However, it is known that pressures produced in excess of 80 cmh2o (8 kpa) may affect the integrity of the chamber. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks, and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The subject chamber would have met the required specification at the time of production. The user instructions that accompany the mr290 humidification chamber states the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Maximum operating pressure: 8 kpa."

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) via a fisher & paykel healthcare (f&p) field representative of an issue with the mr290v vented humidification chamber. Upon device evaluation at f&p (B)(4) on the 23rd october 2019, it was found that the base plate of the chamber was leaking water. There were no patient involvement.